Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance and the pipeline failed to open. The patient was undergoing surgery for embolization treatment of an amorphous, unruptured aneurysm-cavernous in the sinus segment with a max diameter of 12mm and a 8mm neck diameter. The landing zone was 3.14mm at the distal end and 3.35mm at the proximal end. The access vessel was 8f with a diameter of 20mm. It was noted the patient's vessel tortuosity was moderate. It was reported that ped implantation was required for aneurysm embolization. The patient¿s path was moderately tortuous, and a phenom27 catheter was used to deliver a 3.5*16 ped stent. After the microcatheter was in place, the ped was delivered. The distal end could not be pushed (failure to open), and the resistance was large in the distal section, and it could not pass through repeated attempts. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. It was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. Re-replacement was given without causing personal injury as it was removed with the microcatheter. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices prepared as ind icated in the IFU. The catheter flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  Ancillary devices include a johnson <(>&<)> johnson sheath, johnson <(>&<)> johnson guide catheter, phenom microcatheter, stryker guidewire, and ev32-6 coils.